Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 0209314020, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The regulatory/competent authority reported via the company representative (rep) that the patient felt a sharp pain in her nape and scratched. The lead had pierced the skin. It was also stated the lead out of skin. The skin of the head is very slim, this is what led to the event. The patient had an operation, the surgeon decided to cut just the extremity of the lead and closed the skin. The lead will be replaced in the future. It was unknown if this issue was resolved at the time of the report. The health care provider (hcp) had no further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Corrected data: device code: (B)(4).

Event description:
The company representative (rep) reported a couple months later that the patient is good, she has no material. The patient will be implanted in a few months.